Event description:
It was reported that water changes to water vapor, it vigorously pops out when pushed and feels like it will flow back to the handle. When the endoscope was inserted, something like a white fragment was seen at the tip of the scope in the lower right which was thought might have been a lid. This device was replaced and the procedure was completed with another rezum device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. Visual analysis found that the device appeared to be in good overall physical condition. The tip of the device was visually examined for foreign matters, but nothing was found. The backplate and top housing of the delivery device were removed for internal visual inspection. The interior of the device was also in good condition. Mechanical and functional testing did not identify any abnormality. All the device buttons were pressed and sprung back without issues. The testing conducted revealed that the retract and deploy functionality worked as intended. During testing, the water pressure and temperatures were nominal. Testing did not identify any leaks. The device successfully completed the priming, pretreatment, and treatment sequences as intended. Based on analysis results, the reported clinical observation of a white fragment seen at the tip was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forwarding firing.

Event description:
It was reported that water changes to water vapor, it vigorously pops out when pushed and feels like it will flow back to the handle. When the endoscope was inserted, something like a white fragment was seen at the tip of the scope in the lower right which was thought might have been a lid. It was noted that the product was confirmed to be in good condition after unpacking. This device was replaced and the procedure was completed with another rezum device. There were no patient complications.